Event description:
It was reported that this implantable pacemaker was an attempted implant due to brady pacing rate not as expected. A new device was successfully implanted. No additional adverse patient effects were reported.